Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product may have developed an infection. The patient complained of a burning sensation around the area. Additional information was requested but no further information was obtained. No additional adverse patient effects were reported. The product remains in service.